Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had door issue. Customer reported door does not stay open; door falls down by itself. Service confirmed door gas pressure damper is defective, damper detached from door. Service replaced the damper and added loctite to the screw, then performed a functional test successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined from the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not stay open. There was no report of patient impact.